Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which resulted in inappropriate auto mode switch (ams) which also led to pacing inhibition. No intervention was made. No patient's symptoms were reported.